Manufacturer narrative:
Date of report: 17jul2019. Date received by manufacturer: 15jul2019. Field service engineer (fse) confirmed the power led was turned off caused by vibration of button operation, so power switch overlay was replaced. No other abnormality was confirmed; unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the power led's were not working due to contact failure. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that during servicing the unit's power light emitting diodes (led) were not working. The customer reported there was no patient involvement. The event date was not specified; estimate used.